Manufacturer narrative:
This file has been reassessed and has been determined to be not reportable.

Event description:
The customer reported the device was broken/damaged. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door assy. A review of the device history record for sn (B)(4) was performed from date of manufacture 6/27/2019 to the present date 11/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. It was reported there was no patient involvement.